Event description:
It was reported that: "the physician was embolizing a 3.70x5mm saccular aneurysm in the a1-a2 anterior cerebral artery, which had not ruptured. The following coils were used: rist95+navien115+sl10. The optimaxx 4.5x10 coil was used as the first coil, which was fully positioned inside the sac, when the physician I noticed that the tail of the coil had not only come out of the collar, but had entered the vessel. The doctor had the foresight to push the coil back into the sac with his pusher. He finished filling the sac with two more striker coils. The patient suffered no consequences. The doctor does not feel confident using the optimaxx coils again." Update 04dec2025 - additional information received from the issuer: "1. Did the incident occur before or after the coil was detached? Before 2. Were there any detachment issues? Yes" update 10dec2025 - additional information received from the issuer: "the detachment was spontaneous, not commanded, not wanted. The detachment was too early" incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4) 10dec2025: additional information was received from the issuer regarding this incident. Therefore, an updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received. An evaluation of the actual complaint sample could not be performed as the device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250800764 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.